Manufacturer narrative:
Product analysis the turbohawk device was returned to the medtronic investigation lab (plymouth) for evaluation. No ancillary devices or images were returned with the turbohawk and cutter driver. The device was removed from the return packaging for evaluation. A bend was noted in the torque shaft beneath the strain relief. Biological debris was not noted within the housing assembly. A bend was noted approx. 3.1cm distal to the cutter window. The cutter was returned within the cutter window, inconsistent with the reported event. Biological debris was noted in the cutter window. It was noted that the black plunger was just distal to the cutter window. A grey/white object was noted proximal to the plunger. The proximal edge of object had a jagged rim. Platinum iridium was dented distally. The cutter was able to advance approximately 2.5cm distal to the cutter window, no anomalies were noted during advancement. The cutter was able to be successfully retracted into the cutter window. The housing assembly was taken apart. No anomalies were noted with the black plunger. The marker band remained securely attached. It was observed that it was a grey, plastic object. A blue and black fiber-like material was noted around the plastic. The fiber-like substance was removed from the object. Edges of the plastic were jagged and irregular. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a turbohawk atherectomy during procedure to treat a severely calcified lesion in the left mid to distal sfa and popliteal with chronic total occlusion (cto-100%). The vessel diameter and lesion length were 5mm and 100mm respectively. The device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that the device was jammed/will not close. There was no patient injury reported.

Manufacturer narrative:
Additional information: the physician was able to turn off the thumb-switch, but the thumb-switch was unable to go back all the way. The cutter was inside the housing during the safe device removal from the patient. There was no deformations noted on the cutter. There was no vessel damage noted during device removal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.